Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, vaginal itching and vaginal discharge. Concomitant products included alprazolam, ciprofloxacin, dimenhydrinate (dramamine), escitalopram oxalate (lexapro) and zolpidem since 2008. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("yeast infection"), vertigo ("neurological conditionsor problems type: vertigo"), migraine ("migraines / headaches") and abdominal pain lower ("abdominal pain lower"). In (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced depression ("psych injury /psychological or psychiatric problems condition: depression"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, vertigo, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, breakage and psych injury. Second essure procedure was done on (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: the doctor was not sure that there was occlusion and there was some device breakage.; on (B)(6) 2012: total bilateral occlusion. Lot number: 927081 manufacturing date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('one essure device was seen in the bilateral tubes at the cornu of the uterus in the correct location, but the third one is in this perisigmoid fat') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, vaginal itching, vaginal discharge and endometriosis. Concomitant products included alprazolam, ciprofloxacin, dimenhydrinate (dramamine), escitalopram oxalate (lexapro) and zolpidem since 2008. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("yeast infection"), vertigo ("neurological conditionsor problems type: vertigo"), migraine ("migraines / headaches") and abdominal pain lower ("abdominal pain lower"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psych injury /psychological or psychiatric problems condition: depression"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic pain"), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removal and robotic laparoscopywith hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, heavy menstrual bleeding, vulvovaginal mycotic infection, vertigo, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, breakage and psych injury. Second essure procedure was done on (B)(6) 2012. Discrepancy noted for essure insertion date (B)(6) 2010. The patient's history of having two essure devices on her left and one on her right. Of note, one essure device was seen in the bilateral tubes at the cornu of the uterus in the correct location, but the third one is in this perisigmoid fat. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: the doctor was not sure that there was occlusion and there was some device breakage.; on (B)(6) 2012: total bilateral occlusion. Lot number: 927081, manufacturing date: 2011-12, and expiration date: 2014-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('one essure device was seen in the bilateral tubes at the cornu of the uterus in the correct location, but the third one is in this perisigmoid fat') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, vaginal itching, vaginal discharge and endometriosis. Concomitant products included alprazolam, ciprofloxacin, dimenhydrinate (dramamine), escitalopram oxalate (lexapro) and zolpidem since 2008. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("yeast infection"), vertigo ("neurological conditions or problems type: vertigo"), migraine ("migraines / headaches") and abdominal pain lower ("abdominal pain lower"). In (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced depression ("psych injury /psychological or psychiatric problems condition: depression"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic pain"), genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (robotic laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, heavy menstrual bleeding, vulvovaginal mycotic infection, vertigo, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, breakage and psych injury. Second essure procedure was done on (B)(6) 2012. Discrepancy noted for essure insertion date - (B)(6) 2010. The patient's history of having two essure devices on her left and one on her right diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: the doctor was not sure that there was occlusion and there was some device breakage.; on (B)(6) 2012: total bilateral occlusion. Lot number: 927081 manufacturing date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received : event device dislocation was added. Reporter information, relevant history ,explant date, . Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia, vaginal itching and vaginal discharge. Concomitant products included alprazolam, ciprofloxacin, dimenhydrinate (dramamine), escitalopram oxalate (lexapro) and zolpidem since 2008. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("yeast infection"), vertigo ("neurological conditionsor problems type: vertigo"), migraine ("migraines / headaches") and abdominal pain lower ("abdominal pain lower"). In (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced depression ("psych injury /psychological or psychiatric problems condition: depression"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, vertigo, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, breakage and psych injury. Second essure procedure was done on (B)(6) 2012 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: the doctor was not sure that there was occlusion and there was some device breakage.; on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-aug-2020: medical records received. Lot number added. Reporter information, medical history were added. Date of insertion were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, breakage and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam, ciprofloxacin, dimenhydrinate (dramamine) and escitalopram oxalate (lexapro). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vulvovaginal mycotic infection ("yeast infection"), vertigo ("neurological conditionsor problems type: vertigo"), migraine ("migraines / headaches") and abdominal pain lower ("abdominal pain lower"). In (B)(6) 2012, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced depression ("psych injury /psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, depression, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, menorrhagia, vulvovaginal mycotic infection, vertigo, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, depression, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, breakage and psych injury. Second essure procedure was done on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; in (B)(6) 2012: the doctor was not sure that there was occlusion and there was some device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received : event psychological trauma was updated to more specific events: depression, events added- abnormal bleeding (vaginal, menorrhagia), migraines, yeast infections, vertigo, lower abdominal pain. Aka name added, reporter added, essure insertion date updated , events onset date, events severity, concomitant drug and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, bladder disorder, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, breakage and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test (unspecified) was conducted, however, no results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : event injury nos was replaced with new events added-chronic pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal, bleeding, rash, breakage, psych injury, bladder problems, uti, vaginal infect, vaginal discharge, urinary problems, fatigue, dental problems, hormonal changes, headaches, nausea, vision problems and weight gain. Patient date of birth, lab data, treatment details added. Essure insertion date was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.